Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Diopter: 14.5 se/2.0. Brand name: silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic®) with toric. Device evaluated by manufacturer: no, device not returned. (B)(4). Method: lens work order search. Results: a lens work order search revealed there were no similar complaints within the work order. Conclusions: conclusion not yet available. Evaluation is in progress. (B)(4).

Event description:
The reporter indicated the surgeon implanted a aa4203tl 14.50 se/2.0 diopter silicone single piece lens with toric optic. The lens was implanted on (B)(6) 2015 in the patient's left eye. The lens dislocated and secondary surgery was performed. The surgeon made a new incision to explant the lens on (B)(6) 2015. A non-staar lens was implanted. No suture was required. Patient is doing fine. The reporter read the surgeon's notes, "lens explanted due to subluxation."